Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 x2 implantable pacing lead (B)(6) 2002; c4tr01 implantable pulse generator (ipg) (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead fractured. The rv lead was explanted and replaced. It was also noted that trend data indicated high left ventricular (lv) lead impedance. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. There was blood on the distal conductor of the lead and it was obstructed, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.